Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Malfunction identified. Device history record (DHR) review was completed for the subject lot number (1243962). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1243962) for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of the report.

Event description:
It was reported that once the implant had been placed, it was impossible to separate it from the mount. The implant was removed and another one was placed in order to complete the surgery.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.